Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported patient interface was damaged and unable to get suction in the unknown eye of the patient during lasik surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Visual inspection of the applanation cone with a photomicroscope shows debris and liquid on the applanation surface. It is unclear whether there were debris on the applanation surface before docking procedure or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturer as suspect product was not originally closed. Functional inspection of the suspect shows a beam control check error during focus control and calibration check. According to the manual frequently reported issues, this beam control check error appears during the focus control routine of the applanation cone. A possible reason is that the applanation cone is dirty or damaged. The user has to cancel the treatment and start again, using a new applanation cone. After carefully cleaning of the applanation cone the functional inspection was performed again. The second functional inspection of the the suspect shows no deviation during detection and focus control of the suspect product. The cone has successfully passed the calibration check. The docking of the suspect on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. No malfunction could be reproduced during testing. No contributing factors could be identified. A root cause for the customer´s reported event could not be determined because the reported event could not be reproduced during investigation. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.